Event description:
A customer contacted beckman coulter inc., (bec) and reported that about 20ml of diluent leak from the coulter lh 750 hematology analyzer that flowed onto the counter top. The customer could not locate its source. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, gloves, and glasses. There was no exposure to mucous membranes or open wounds. No medical attention was sought. The material safety data sheet (msds) was reviewed. There is an exposure/risk management plan available at the facility. The customer was running samples at the time of the event. The samples were verified on the other instrument and there was no change to patient treatment. There was no death or injury associated with this event.

Manufacturer narrative:
Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) found sample erythrolyse (e-lyse) tubing popped off of the shear valve 85/126. The fse checked the shear valve to make sure the ports were clear and reattached the tubing. Per fse, the e-lyse fluid was clear. The fse also found tubing to the flow cell clogged, and bleached the flow cell and replaced the tubing from the flow cell to the t port and from the t port to the mixing chamber. The source of the leak is attributed to the e-lyse tubing popped off of the shear valve. (B)(4).